Event description:
Reportedly, this patient had a tachy lead replacement on (B)(6) 2021 due to myopotential oversensing the new lead was placed septally. During a follow-up on 13 march 2023 again myopotential oversensing in the egm from (B)(6) 2022 and (B)(6) 2023 was observed.

Manufacturer narrative:
Please refer to the attached analysis report. Date received by manufacturer changed to 22/06/2023 as investigation finalized.

Event description:
Reportedly, this patient had a tachy lead replacement on 9 december 2021 due to myopotential oversensing the new lead was placed in septal position. During a follow-up on 13 march 2023 again myopotential oversensing in the egm from 14 april 2022 and 9 march 2023 was observed. Any option to adjust filtering? Sending adjustment to 1.0mv? Please advise on how to proceed?